Event description:
Posterior pin of dragon tooth resection guide remained embedded in pt's tibia, when the guide was removed from position. The pt was not affected at the time of surgery, but, the blind pin hole with poor fitting pin is a clear bio burden site, which a potential for post operative infection. Surgery was delayed for about 10 minutes. The pin is not made as a press fit to the body, but, has had "pinch" marks added to bruise the diameter for retention.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.